Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory severed in two segments (approximately 22.2 centimeters (cm) from the terminal end). A portion of the trilumen insulation at the proximal end of the distal segment was missing and also the rate sense coils were pulled proximally by the extracting stylet past the severed end. Extracting stylet was stuck in the distal segment. Visual inspection revealed damaged insulation (abrasion), 17 and 22 cm from the terminal pin, conductors exposed only at 22 cm from terminal pin. These abrasions are consistent with lead-on-lead contact. Abrasion in the clavicle area was noted as well at 36 cm from the terminal pin, which exposed conductors. Abrasion in the heart area was noted on the eptfe (gore) covering the shocking coil. This lead passed all electrical testing, x-ray imaging showed no conductor issues. Visual inspection revealed calcification on distal shock coil and at the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Laboratory analysis was unable to confirm the reported allegation of conductor fracture and surgery. Based on normal lead resistance measurements, x-ray inspection that showed no conductor issues and no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced as it was observed to have been pulled on x-ray imaging, which caused a lead conductor fracture. It is mentioned that this lead was implanted since the patient was 13 years old, so it is believed that this lead was pulled as the patient grew up. This lead issue was noted as a new device was being implanted in the patient. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory severed in two segments (approximately 22.2 centimeters (cm) from the terminal end). A portion of the trilumen insulation at the proximal end of the distal segment was missing. Visual inspection revealed damaged insulation (abrasion), 17 and 22 cm from the terminal pin, conductors exposed only at 22 cm from terminal pin. These abrasions are consistent with lead-on-lead contact. Abrasion in the clavicle area was noted as well at 36 cm from the terminal pin, which exposed conductors. Abrasion in the heart area was noted on the eptfe (gore) covering the shocking coil. This lead passed all electrical testing, x-ray imaging showed no conductor issues. Calcification was noted on the distal shock coil and at the lead dip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Laboratory analysis was unable to confirm the reported allegation of conductor fracture and surgery. Based on normal lead resistance measurements, x-ray inspection that showed no conductor issues and no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced as it was observed to have been pulled on x-ray imaging, which caused a lead conductor fracture. It is mentioned that this lead was implanted since the patient was (B)(6) years old, so it is believed that this lead was pulled as the patient grew up. This lead issue was noted as a new device was being implanted in the patient. This lead was returned for analysis. No additional adverse patient effects were reported.